Event description:
A malfunction alarm with code malf 12 was reported, but there were no notable events prior to the malfunction. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on their health. Technical support provided information to reset the pump, assisted the customer with the reset process, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any issues reoccur.